Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) confirmed to be due to loss of ventricular capture was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient consequences.